Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. At the ward, the suction did not activate because the reservoir was locked. The surgeon opined that the cause, when the nurse did not unlock the reservoir after draining the waste fluid, is most possible, because he understands the lock cannot be turned on so easily considering its structure. There was no adverse consequence to the patient reported. Additional information has been requested.